Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that paclitaxel leaked from the bd phaseal¿ infusion adapter c100 during use when the tubing disconnected from the medication bag prior to hanging. The following information was provided by the initial reporter: "incident occurred on (B)(6) 2019 with bbraun ns100ml and paclitaxel. The tubing disconnected from the medication bag prior to hanging and chemo spill occurred. No one was harmed."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that paclitaxel leaked from the bd phaseal¿ infusion adapter c100 during use when the tubing disconnected from the medication bag prior to hanging. The following information was provided by the initial reporter: "incident occurred on (B)(6) 2019 with bbraun ns100ml and paclitaxel. The tubing disconnected from the medication bag prior to hanging and chemo spill occurred. No one was harmed."